Manufacturer narrative:
Sc-1232 (sn (B)(6)) / sc-8216-70 (sn (B)(6)). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead site. Patient had chills, fatigue, and had puss coming from the upper incision. It was unknown if the infection was related to the device. The patient was placed on antibiotics. The patient was sent to the emergency department, and all components were explanted. The explanted products were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(6), batch/lot number: 7078248, model/catalog description: artisan lead 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and lead site. Patient had chills, fatigue, and had puss coming from the upper incision. It was unknown if the infection was related to the device. The patient was placed on antibiotics. The patient was sent to the emergency department, and all components were explanted. The explanted products were discarded per hospital policy and patient was doing well postoperatively.